Manufacturer narrative:
720185-01, 1000066389, reservoir flat iz 100 ml.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to unknown reasons. All components were explanted and replaced. No information about the patient outcome is available at the moment.